Manufacturer narrative:
(B)(4). The product has been requested for investigation and a follow-up will be submitted.

Event description:
Customer reported receiving imprecise readings on his precision xtra optium blood glucose meter. Customer reported receiving readings of 12.1 mmol/l and 1.7 mmol/l within 10 minutes. All tests were performed on the finger. The results, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.